Event description:
It was reported that an lma was put in a pt by the physician and did not get a good airway seal, so he added more air. He still did not get a good seal, so he removed the proseal and used another lma. After the mask was removed from the pt he noticed that the cuff was herniated and was a strange shape. It was reported that there was no consequence or injury to the pt. The user facility returned the lma for eval.